Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient use. It was further reported there was 3 hours remaining in the device. The device had been filled with fluorouracil 3900mg. There was no patient injury or medical intervention associated with this event. No additional information is available.